Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified an opening and biological tissue. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening.